Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead at times on stored electrocardiograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.